Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional review of this complaint revealed that the complained device is an unknown screw which could possibly be part number 204.232, 204.238, as previously and correctly reported but that three part forms and medwatch reports were created for this single, unknown device. Further review noted that MFR numbers 2520274-2015-16748 and 2520274-2015-16749 were initially submitted to the FDA for part numbers 204.232 and 204.238, respectively, on october 20, 2015. On december 8, 2015, it was noted that these reports did not pass the third acknowledgement. For this reason, this follow-up report was submitted for clarification. For this complaint, only one unknown screw broke for which there are two possible part numbers. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is expected for returned for evaluation by synthes. This report is for one unknown screw. It was reported that two part numbers were used for the surgery: part number 204.232/length 32mm and part number 204.238/ length 38 mm. 510 (k) preamendment, device product code hwc, common name, screw fixation bone. It is not known which of these devices broke. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately four months prior to the date of this report, the patient felt a screw break, experienced pain and had x-rays taken. The x-rays revealed that one of the screws had broken. The patient had a subsequent revision surgery on (B)(6) 2015 and reported that two of the screws used were 3.5mm shaft screws, one 32mm and the other 38mm in length. The patient originally had outpatient foot surgery performed on (B)(6) 2015 to repair a closed second metatarsal medial cuneiform fracture (left) and a closed dislocation of tarsal metatarsal cuneiform fracture (left). During the procedure a k-wire was used to fenestrate both sides of the joint (first metatarsal) to enhance bone fusion. Another k-wire was used to in the lisfranc joint area and additional k-wires were used to stabilize the correct alignment of the repaired fracture. Three 3.5 partially threaded cortex, non cannulated screws were implanted in the patient's foot; one directed from distal dorsal metatarsal to proximal medial of the medial cuneiform using standard ao lag technique. Another used to reduce in a lag technique from the distal dorsal on the second metatarsal base to the proximal plantar on the intermediate cuneiform. The third screw was used (in a lag technique) to reduce the base of the second metatarsal. There was one intraoperative complication noted; a nick of the left dorsalis pedis and lateral second metatarsal midshaft during the insertion of the internal fixation. This was addressed with a tourniquet and the procedure was completed with no additional complications noted. This report is for one unknown screw. This report is 3 of 3 for (B)(4).